Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 586 mg/dl. Customer stated that the blood glucose was reading high over 600 mg/dl and had to go to the hospital after she gave herself a manual injection. Customer was treated with IV drip and manual injection while in the hospital. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined to check for settings and high pressure test. Customer also reported that the insulin pump esc button was sticking and hard to press. Troubleshooting was performed and confirmed that the time was advancing. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent esc button response due to keypad connector unlocked on lcd board. The keypad traces was inspected and no anomalies noted. Unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.0881 inches. Unit received with cracked case at display window corners, cracked reservoir tube lip, cracked lcd window and minor scratches on lcd window.